Manufacturer narrative:
No device-related issues were identified during the evaluation of the returned pump. The pump was returned assembled with the driveline severed approximately 5.5 inches from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the severed portions of the sealed outflow graft and outflow graft bend relief were not returned. Visual examination of the returned portion of the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump's blood-contacting surfaces also revealed no depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, the patient's pump was exchanged on (B)(6) 2016 due to a driveline infection. The device was reportedly working as expected the entire time. No additional information was provided.